Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation but was checked locally. According to provided information, nothing was noticed during external check and the local investigation found nothing, no fault was found. Quality control and all passed tests were compliant. Based on available information, this complaint is considered as not valid with no issue. This complaint is considered as: not valid. The trend is: n/a.

Event description:
The following has been reported: patient reports a shock when plugged into 240volt. Technical service team is arranging to return the pump. Reporting as a conservative measure. Adverse effects were reported. More information is needed to complete the investigation.